Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following event: system fault (B)(4) occurred (B)(4) functional testing involved visual inspection and running the pump which showed the device displayed 41541 during power up. The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error 41541. It was reported that the issue occurred during testing. No adverse effects were reported.